Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. No motor error or no delivery alarm noted during testing. Motor passed motor test. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during bolus delivery. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.